Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for evaluation/inspection. Based on the results of the investigation, the mechanical jam was identified. A definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the single use mechanical lithotriptor's stainless steel rod on the front handle attachment side broke because the stone was too hard, preventing further force application and resulting in impaction. The issue occurred during a therapeutic gallstone lithotripsy and was completed with a change in procedure/surgical technique. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.